Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a red x and chirp with a full battery and the device would not charge the battery. There was no patient involvement.